Event description:
Customer reported experiencing multiple alarms and an occlusion issue. Blood glucose level remained within normal range with no adverse impact reported. Technical support guided customer through troubleshooting steps, including delivering boluses and replacing equipment. Customer successfully completed the bolus and was advised to replace supplies as necessary and continue insulin therapy.